Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. A previous report of lead oversensing had been received six months prior to the patient death and was submitted via a remedial action exemption report.

Event description:
Asku.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased. Additional information obtained indicated the cause of death was sudden cardiac death due to coronary artery disease. Last device check was approximately two months prior to death and device was functioning properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A previous report of lead oversensing had been received six months prior to the patient death and was submitted via a remedial action exemption report. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the defibrillator conductor (not obstructed) and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic depression and apparent explant damage.